Event description:
It was reported that the health care professional (hcp) called in for a review of an atrial tachy response (atr) episode with a patient with a cardiac resynchronization therapy pacemaker (crt-p). It was noted there was a known issue with a non- boston scientific right atrial (ra) lead. A review of the atr episode found there was one or two beats of oversensing on a non-boston scientific right ventricular (rv) lead which resulted in pacing inhibition of less than two seconds. This appears to line up with the ra lead. Additionally, there was high outputs on both the rv and left ventricular (lv) lead as well as decreased sensitivity measuring 5 mv. Both rv and ra impedances are stable. Technical services discussed troubleshooting options. Subsequently, the device was explanted and replaced and the non-boston scientific leads remain in service. No additional adverse patient effects were reported.